Event description:
An endurant bifurcated stent graft was implanted in a patient for the endovascular treatment of a 5.5 cm fusiform abdominal aortic aneurysm approximately 27 months ago. The aortic neck was 28 mm in diameter and 50 mm long with infrarenal angulation of 53 degrees. The iliac arteries were moderately tortuous and did not have stenosis. It was reported that the endurant bifurcated stent graft was successfully implanted, and no issues were noted on the 1 month ultrasound follow-up. Approximately 10 months post-implantation, a distal type I endoleak was noted coming from the left side of the bifurcated stent graft; the type I endoleak was left uncorrected. A type ii endoleak was also noted and resolved with an unknown treatment approximately 2 weeks later. As per the investigator, the type ii endoleak was assessed to be related to the device and unrelated to the procedure. It was reported that one year post index procedure the ultrasound revealed an unknown type endoleak present. The exact location of the endoleak is unknown. No intervention was performed and the physician will monitor the patient. No additional clinical sequelae were reported, and the patient is fine.

Event description:
Films were received and their evaluation was completed. Several still duplex u/s images were reviewed. It appeared that contrast was visible outside one of the limbs of the stent graft, the location and type of the endoleak could not be determined. Also included with the films was a radiology diagram which documented the following: residual sac is 5.7-6.2cm, there is a type I or type iii endoleak seen near the superior level of the aaa, the ima is not seen.

Manufacturer narrative:
Evaluation method: (films).

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (type ii endoleak). Conclusion: device failure/lack of effectiveness related to patient condition (type ii endoleak).